Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Unit received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, a21 error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Unit had battery cap stripped battery cap coin slot (p), minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid/moisture and was no longer working. The customer¿s blood glucose was 180 mg/dl at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture when he was thrown out into the water during a trip. There was fluid under the lcd. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.